Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568211210c. Corrected d4 catalog # ard567827999. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - xten. During yearly maintenance it was found the end cover of spring arm was defective and has been taped. Based on provided photographic evidence the cover was damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The device was going to be repaired by replacement of ac2000df front spr arm covers ral 9016 (ard368303900). It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the photogarphic evidence the spring arm plastic front cover is damaged. This cover was probably damaged during a collision. To prevent any incident, the x'ten user manual 0130103 indicates to perform daily inspection before use and mentions "check the lightheads for chipped paint, impact marks and any other damage." Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 23rd october, 2023 getinge became aware of an issue with one of surgical lights - xten. During yearly maintenance it was found the end cover of spring arm was defective and has been taped. Based on provided photographic evidence the cover was damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.